Event description:
Because of the medtronic infuse my surgeon used during my surgery I've experienced many problems - such as pain, major nerve problems, and has required me to frequently visit my doctor.